Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.